Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe had double printed syringe amounts. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples nor photos were returned for evaluation. DHR review on lot number 1802383: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2015 (february 23rd ¿ 24th, 2018). Syringes were assembled in machine nº4267, in lot #8050751 (february 9th - 26th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8050750, #8043948, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8050973, and #8043973 and no problems, defects or qn related to the reported issue were found. The marking process of bd emerald syringes is an approved and high capable printing technology for medical devices, but is some circumstances there is a possibility that during the scale stamping, a misalignment of the system produced presence of double printing. The occurrence of these double scale should be very limited. It is concluded that the risk associated to this issue should be very low to negligible and should not represent any impact to the health of the patient or user. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely. No corrective actions are required.

Event description:
It was reported that bd emerald¿ syringe had double printed syringe amounts. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd emerald¿ syringe had double printed syringe amounts. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.